Event description:
It was reported that this patient was referred for revision due to high impedance results on diagnostics. Device has been turned off and the patient has been seen by surgeon for consult. Surgery is likely, but has not been scheduled to date. Attempts for further information has been unsuccessful to date.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.